Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump had blank display. The customer's blood glucose level was reported to be 153mg/dl. Troubleshoot was reported to be conducted. It was reported that the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
After battery installation, the pump gave an unexpected white flashing display followed by an unexpected intermittent beep alarm due to a cracked lcd controller. No blank display was noted. Unable to perform the functional testing including the self test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests due to the display anomaly. The pump was received with keypad overlay texture damage and minor scratches on the lcd window.